Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported, "ventilator inoperable (vent inop), motor fault, high rate, and low peak inspiratory pressure (pip)" alarms on the vela ventilator. The customer reported no patient involvement or allegation of patient harm. The reported device is available for evaluation when a replacement part have been received.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect vela ventilator pcba (printed circuit board assembly) and installed it in a known good unit for testing. The display was powered up in service mode and multiple "xdcr (transducer) fault" error messages were present when reviewing the event error log. Pressure transducer calibrations were performed and variations from the expected measurements, as described in the product service manual, were detected. The reported issue was duplicated and found to be caused by a faulty pt802, which is part of a pressure transducer. This issue will be internally investigated.